Event description:
This is a report of a patient who discovered that the foam insert in their minicap was out of position when they opened the packaging for therapy. The defect was noted prior to therapy and was not used by the patient. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample was returned and an evaluation of the device was performed. A visual inspection of the device confirmed the reported problem of the foam in the minicap being out of position. A batch review was conducted for associated lot numbers 13f20h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The cause of the reported problem could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.